Event description:
During a dynamic helical system (dhs) hip procedure, the battery reamer/drill would not function in reverse. It is reported the procedure was delayed approximately 3 minutes while a spare device was obtained. Procedure was completed using the spare with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Data correction: data removed due to duplicate complaint. This medwatch mfg # 8030965-2013-04536 is a duplicate complaint and is being retracted since the information has been previously reported under complaint #53262 medwatch mfg #8030965-2013-04607.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Retract medwatch due to duplicate complaint. This item was previously reported under complaint #(B)(4).